Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was implanted years ago and now is not working anymore. No further information provided. No adverse patient effects were reported.